Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd treatment with the liberty cycler and this elderly patient¿s cardiac arrest and death. Manufacturer investigation of the liberty cycler is pending at the time of this clinical investigation. However, based on the information, currently available there is no reported allegation or objective evidence that a liberty cycler product issue or deficiency caused or contributed to the event. Currently, the exact cause of the patient¿s cardiac arrest that led to fatal outcome cannot be established. However, the patient was elderly and had a past medical history significant for esrd, diabetes mellitus, chronic hypotension, and unspecified cardiac comorbid conditions all of which are risk factors for cardiac arrest and morality. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while at the pd clinic. During follow-up, the reporting nurse it was stated this patient was in the hospital during expiration. Per the nurse, the patient was admitted (on an unknown date) for difficulty swallowing and worsening hypotension. There were no reported allegations that the patient¿s hospitalization was related to any issues with a fresenius product. The nurse indicated the patient¿s hypotension was chronic in nature and a pre-existing medical condition and not related to pd therapy. Additionally, it was reported the patient has an extensive past medical history significant for end stage renal disease (esrd) on pd therapy, diabetes mellitus, and unspecified cardiac comorbidities. The nurse was not able to provide additional comorbid conditions as the patient¿s medical records were not available. The nurse stated that while the patient was hospitalized the patient was continuing pd treatment using a hospital owned liberty cycler. Reportedly, on the morning of (B)(6) 2020, (during an unknown phase of pd treatment with the cycler), the patient went into ventricular fibrillation and suffered a cardiac arrest. Per the nurse, cardiopulmonary resuscitation (CPR) was initiated. However, the patient was unresponsive to CPR efforts and administration of unspecified emergency medications. The patient succumbed to the cardiac arrest event. The exact cause of the cardiac arrest was not reported and remains unknown. However, the nurse reported the cycler is not suspected in any way to have caused the patient¿s death. Additionally, the nurse stated there were no reported issues with the cycler by the hospital staff. It was stated the patient ¿s comorbid conditions of chronic low blood pressure, diabetes mellitus and unspecified cardiac conditions are believed to be associated with the elderly patient¿s death. The nurse stated no autopsy will be performed and the esrd form not available.

Manufacturer narrative:
Additional information: d9, h3 correction: g1 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. The teach pump test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while at the pd clinic. During follow-up, the reporting nurse it was stated this patient was in the hospital during expiration. Per the nurse, the patient was admitted (on an unknown date) for difficulty swallowing and worsening hypotension. There were no reported allegations that the patient¿s hospitalization was related to any issues with a fresenius product. The nurse indicated the patient¿s hypotension was chronic in nature and a pre-existing medical condition and not related to pd therapy. Additionally, it was reported the patient has an extensive past medical history significant for end stage renal disease (esrd) on pd therapy, diabetes mellitus, and unspecified cardiac comorbidities. The nurse was not able to provide additional comorbid conditions as the patient¿s medical records were not available. The nurse stated that while the patient was hospitalized the patient was continuing pd treatment using a hospital owned liberty cycler. Reportedly, on the morning of (B)(6) 2020, (during an unknown phase of pd treatment with the cycler), the patient went into ventricular fibrillation and suffered a cardiac arrest. Per the nurse, cardiopulmonary resuscitation (CPR) was initiated. However, the patient was unresponsive to CPR efforts and administration of unspecified emergency medications. The patient succumbed to the cardiac arrest event. The exact cause of the cardiac arrest was not reported and remains unknown. However, the nurse reported the cycler is not suspected in any way to have caused the patient¿s death. Additionally, the nurse stated there were no reported issues with the cycler by the hospital staff. It was stated the patient ¿s comorbid conditions of chronic low blood pressure, diabetes mellitus and unspecified cardiac conditions are believed to be associated with the elderly patient¿s death. The nurse stated no autopsy will be performed and the esrd form not available.